Event description:
In 2005 the reporter contacted lifescan on behalf of the pt alleging that their one touch ultrasmart meter was reading inaccurately high. The medical affairs specialist spoke with the reporter two days later to verify/obtain information. The pt obtained a blood glucose result of "162 mg/dl and 158 mg/dl" with the lifescan meter and "162 mg/dl" on the laboratory device, performed within 10 minutes of each other. Between the test there was no intervention that would be expected to change the blood glucose. The reporter confirmed that the pt did not receive medical intervention. Based on statistical methodology the calculated difference of these glucose results does not exceed lifescan's criteria for accuracy. The customer service agent walked the reporter through two consecutive control solution tests and the results fell above the specified range. Therefore, the complaint is being reported as a product malfunction due to the failed quality control tests. The meter, test strips, and control solution were replaced.

Event description:
In 08/05 the reporter contacted lifescan on behalf of the pt alleging that their one touch ultrasmart meter was reading inaccurately high. The medical affairs specialist spoke with the reporter three days later to verify/obtain information. The pt obtained a blood glucose result of "162 mg/dl and 158 mg/dl" with the lifescan meter and "162 mg/dl" on the laboratory device, performed within 10 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose. The reporter confirmed that the pt did not received medical intervention. The customer service agent walked the reporter through two consecutive control solution tests and the results fell above the specified range. Therefore, the complaint is being reported as a product malfunction due to the failed quality control tests. The meter, test strips, and control solution were replaced.